Event description:
A customer contacted beckman coulter inc. (Bci) stating that smoke was coming out of the back of the closed tube aliquotter (cta) of the unicel dxc 600i synchron access clinical system. There was no fire. It did not set off any alarms, there was no evacuation and no employees were treated for exposure.

Manufacturer narrative:
A field service engineer (fse) went on site and replaced 2 power boards and the main harness.